Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site to regenerate the reference image after it was determined that the present image has specs and artifact. Upon arrival, the fe went into provue to generate new reference image. The fe ensured that the reference card and diffuser plate was clean. Ran reference image. Ran controls to verify qc and correct instrument operation. Controls and qc verified and accepted by the customer. Repairs have returned this instrument to expected operation.

Event description:
The reference image created during a camera adjustment on the ortho provue was found to be of poor quality. The reference image was of poor quality from (B)(6) 2015. No erroneous results were reported. (B)(4).